Event description:
It was reported that a 70-year-old female who underwent a breast augmentation revision with a mentor memorygel, 325cc silicone prosthesis experienced bilateral ptosis post procedure. As a result, patient underwent bilateral mastopexies, and bilateral replacements as follow: left product code 350-2001bc; lot/serial number (B)(6), right product code 350-2251bc; lot/serial number (B)(6) on (B)(6) 2023. This report relates to the left side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on aug 29, 2023, patient also underwent bilateral capsulotomies and ultrasound examinations indicated some leakage in the right side. Manufacturer¿s reference number: (B)(4). Initial report in section b5, missed reporting that the patient also experienced right sided silent rupture.